Event description:
Reporter alleged obtaining a discrepant blood glucose result of 269 mg/dl on the advantage system compared back to back with a result of 69 mg/dl on the doctor's system when testing was performed less than 10 minutes apart and her strips were stored outside of the vial. Reporter indicated that she was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No action were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.